Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
On july 20, 2007 the lay/user pt contacted lifescan alleging her one touch ultra 2 meter was giving inaccurate erratic readings. The medical affairs specialist sent a follow-up questionnaire for the customer service representative (csr) to ask the pt but could not reach the pt. The csr left a message for the pt to call back. At approx 8:30 am, the pt experienced symptoms of lightheadedness that she describes as hypoglycemia. She tested her blood glucose and obtained results of 11.8mmol/l and 10.1mmol/l during that time. She obtained a third reading of 1.8 mmol/l at an unspecified time. She claims she administered 6 units of insulin because of her first 2 readings and her symptoms worsened. Her husband administered a glucagon injection and called emergency services who took her to the hospital for further care. The pt is pregnant but states she does not have gestational diabetes. The csr determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was set for correct unit of measure. A control solution test was performed at the time of concern with passing results. The meter and test strips were replaced. This case is being reported because as the pt alleged, she obtained high readings, subsequently took extra insulin and experienced hypoglucemia.